Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total radial gastrectomy procedure, after firing the reload, staple line bleeding occurred. The surgeon oversewed the anastomosis to resolve the issue.